Event description:
It was reported that the patient underwent surgery on (B)(6 )2008 and mesh was implanted into the patient¿s body. It is also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted due to mixed sui with stress component predominant. It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. (B)(4).